Event description:
C-cc-baecc - balloon - eccentric; it was reported that the balloon was eccentric before use. There were no patient complications.

Manufacturer narrative:
Customer report was not confirmed for eccentric balloon; however, the balloon was found to be ruptured in the central area with a flap. There appears to be a section of latex missing from rupture site. Syringe was returned.